Event description:
Rx was typed as 8mm syringes instead of 8mm pentips. Pt pointed out at pos that they use insulin pens, error corrected before left pharmacy. Inappropriate / inaccurate measuring device. Dispensing device involved. Performance deficit similar labels / packaging terminology (practitioner). Error occurred; medication did not reach pt. (B)(4).